Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log found no critical errors that would have prevented the device from detecting the attached electrode pads. An internal inspection of the device and visual inspection of the defib connector found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.